Event description:
It was reported to tyco healthcare/kendall that a customer had a problem with a scd sleeve. The customer reports that a patient had severe bruising from use of the scd express sleeves. Customer states that he double-checked and the sleeves were indeed not too tight on the patient's legs.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.